Manufacturer narrative:
Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: 16-may-2029, UDI#: (B)(4). ; product ID:(B)(4), serial/lot #: (B)(6), ubd: 16-may-2029, UDI#:(B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced suboptimal pain relief and reported no relief from the stimulator. Imaging demonstrated that the right lead had migrated from the top of t8 to the top of t9. The patient denied any falls, injuries, or other precipitating factors. Despite the lead migration, impedances were within normal limits, and the patient felt stimulation in the low back and bilateral lower extremities. Severe pain persisted and was not relieved by the stimulator, leading to consideration of possible surgical intervention. A new program was provided for the patient to try until consultation with the neurosurgeon. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.